Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image is no displayed due to a charged coupled device failure. The cause of the charged coupled device failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the no image was due to a damaged charged coupled device. Additional findings include the cable at the root of the control section was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus, the hd autoclavable camera head did not have an image. The issue was found during maintenance with no patient involvement, no delay, no sedation. There were no reports of patient harm.